Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and replaced the defective front panel. The fsr repaired the device to service specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the event and determined the most likely cause of the issue is the front panel assembly. The fsr replaced the front panel assembly, performed the user verification test, and reported the device meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the front panel does not respond to input. The customer reported there is no patient involvement associated with the event.